Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred.while unpacking the 4.50x12mm veriflex stent delivery system (sds) it was noted that the stent had dislodged from the sds and was found inside the protective sheath. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. While unpacking the 4.50x12mm veriflex stent delivery system (sds) it was noted that the stent had dislodged from the sds and was found inside the protective sheath. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
Device evaluated by MFR: the stent was received for analysis inside a plastic container. The delivery device was not received for analysis. An examination of the stent found that one end of the stent was pinched /compressed. One possibility is that the stent protector was grasped too tightly during withdrawal from the delivery device and as a result, compressed and pulled the stent off the balloon. Also received was the packaging mandrel and stent protector. An examination of the stent protector found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).